Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned with no customer allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the identified failure was traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the identified failure was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around the lens had corrosion. There was no patient involvement.